Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to customer's blood glucose. A system check was performed and the occlusion was found to be within the cartridge. The cartridge was changed to address the event and insulin delivery was resumed. Reportedly, customer believed that the occlusion was a pump issue and not a cartridge issue.